Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
She said when you are pushing the chair, it feels wobbly and almost like the whole chair is ¿vibrating¿. Maintenance said they think both the upper (where it attaches to the chair) and lower (inside the wheel) bearings have gone bad.